Event description:
Pt called pharmacy to assist with an ms3 cadd pump alarming for blockage detected. Pt changed tubing but that did not correct blockage. Advised to change site. Pt started moving around to change site the blockage was cleared. Pt did not experience any clinical effects and a replacement was not sent since the pump was not malfunctioning. Dates of use: (B)(6) 2016 to ongoing.